Event description:
Reporter indicated a vns therapy programming handheld does not hold charge even when plugged into wall. The handheld was returned to the manufacturer and analysis did not confirm the battery failure allegation. However, during the analysis, it was identified that the display was defective. The screen is manufactured by a 3rd party, therefore, the root cause for the screen defect could not be identified during the analysis. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.